Event description:
The patient stated that they had her pump turned off because she had a punctured or split catheter line. They further stated that there was leakage; that ¿it was either a puncture or a kink in the catheter line¿. They stated they had surgery to correct it; that their healthcare provider spliced the catheter or the tubing inside that went around from the pump into her spine.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath. Product type: catheter. (B)(4).